Event description:
It was reported that following the implant of the patient¿s implantable neurostimulator (ins) the patient ¿had issues with the left lead/stn (subthalamic nucleus), right body.¿ impedance testing was then performed that found the left stn had impedances greater than 40000 ohms, while the right stn impedances were all normal. When further impedance testing was performed the following the day, the results remained the same. The patient was then taken into surgery and it was consequently determined the leads were connected correctly to the patient¿s ins. The patient¿s leads were then isolated, connected to an external neurostimulator (ens), and found to have normal impedances on both sides. In order to confirm the original lead-ins connection was not the issue, the leads were then reconnected and tested and again found to have impedances greater than 40000 ohms for the left stn. The patient¿s ins was then replaced at that time. A subsequent impedance test was performed and found all impedances to be normal for both the patient¿s right and left stn. Following the successful impedance test the patient¿s chest was closed and impedances were checked once more and were noted to have ¿remained normal.¿ post-operatively, the patient¿s device was turn on without issue. The day after the replacement procedure the patient was ¿showing good signs of recovery and doing well.¿ it was noted the patient had ¿recovered fully¿ at the time of report. Additional information noted the patient was ¿receiving effective therapy and recovering well¿ following the replacement procedure.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found that ¿normal impedances were measured on all circuits and electrode pair combinations.¿ there were no ins anomalies found.